Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and (B)(6) 2012, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with hysterectomy; due to stress urinary incontinence. It was also reported that the patient underwent another procedure on (B)(6) and mesh was implanted concurrently with perineoplasty; due to stress urinary incontinence. The patient underwent revision posterior repair. It was reported that following insertion the patient experienced swelling in the pelvic area, chronic urethral pain along with a burning sensation, abdominal pain, dysuria, hematuria and frequent uti¿s and urine leakage. It was reported that the patient underwent mesh procedure on (B)(6) 2012 for difficulty urinating and blood in urine. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It was reported that patient underwent mesh excision on (B)(6) 2012 due to erosion. It was reported that patient underwent mesh removal on (B)(6) 2015 due to exposure, chronic pelvic pain and discharge. No additional information was provided.